Manufacturer narrative:
Based on the claim against the product by the customer noting non recoverable errors, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the errors and replaced the cable fiber optic patient side cart (psc) wrist to resolve the issue. The system was tested and verified as ready for use. The replaced component involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The probable root cause is attributed to a defective fiber optic cable. The fse replaced the cable to resolve the issue. This complaint is considered a reportable event due to the following conclusion: the customer converted the procedure to laparoscopic surgery after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer had non-recoverable error 319 during system use. The customer performed a hard power cycle, but the issue persisted. The technical support engineer (tse) requested the customer remove the trocar from the system and to perform a hard power cycle again. However, the error 319 persisted and the boom on the patient side cart (psc) needed to be disabled to continue with the procedure. After disabling the boom, the system completed the self-test, but the customer preferred not to use the system to finish the procedure. The procedure was converted to laparoscopy, with no patient injury. Intuitive surgical, inc. (Isi) obtained the following additional information regarding this event: the system functionality was checked upon powering on the system and the system initially powered on without errors. The system incident resulted in a procedure delay of less than 15 minutes. The procedure was a nephrectomy, and the procedure was converted to laparoscopy. The conversion did not result in increasing port size incision or adding additional ports.